Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station showing black screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station displayed a black screen. The field service engineer (fse) found that the station was online and running, but drawers in the main tower were off the bus. The fse powered down the machine and observed that there were no lights on the t-board. The t-board was replaced, but the issue persisted until the fse also replaced the drawer board. After replacing the board, the drawer had to be reassigned. The fse launched the hardware test application and performed a final test. The customer completed an inventory count of the items. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station showing black screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.